Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate, causing a threshold suspend on the insulin pump and that the blood glucose went high because of this. The blood glucose reading was 454 mg/dl. The customer treated and was not able to complete troubleshooting.